Event description:
The patient received her scs system including two percutaneous leads and an ipg on (B)(4) 2008. It was reported the ipg lost its magnet functionality two weeks post-implant. The physician explanted the ipg and returned it to nmd for evaluation. Follow up on the patient found no further issues reported. No additional information is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Analysis confirmed the reed switch sw1 being intermittent to non-functional, causing the magnet functionality to fail. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.